Event description:
It was reported that a patient presented remotely with over-sensing of noise resulting in inappropriate automatic mode switch. It was recommended to continue to monitor the patient. No adverse patient consequences were reported.